Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal], ocular problems [eye disorder] , muscular disorder [muscle disorder] , articular problems [articulation problem] , tendon-related problems [tendon disorder] , neurological problems [neurologic disorder nos] , memory disturbance [memory disturbance] , fasciculations [fasciculation] , chronic fatigue [chronic fatigue] , depression [depression] , anxiety [anxiety] , early menopause [early menopause] , urinary problem [urinary tract disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-nov-2025. The most recent information was received on 19-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2025, 6343 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced eye disorder ("ocular problems"), muscle disorder ("muscular disorder"), dysarthria ("articular problems"), tendon disorder ("tendon-related problems"), nervous system disorder ("neurological problems"), memory impairment ("memory disturbance"), muscle contractions involuntary ("fasciculations"), fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety"), premature menopause ("early menopause") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to eye disorder, muscle disorder, dysarthria, tendon disorder, nervous system disorder, memory impairment, muscle contractions involuntary, fatigue, depression, anxiety, premature menopause, urinary tract disorder or medical device removal. The reporter commented: period of occurrence: 2008-2025. Patient's current status: essential removal of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] , ocular problems [eye disorder] , muscular disorder [muscle disorder] , articular problems [articulation problem], tendon-related problems [tendon disorder] , neurological problems [neurologic disorder nos] , memory disturbance [memory disturbance] , fasciculations [fasciculation] , chronic fatigue [chronic fatigue] , depression [depression] , anxiety [anxiety] , early menopause [early menopause] , urinary problem [urinary tract disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2025, 6343 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced eye disorder ("ocular problems"), muscle disorder ("muscular disorder"), dysarthria ("articular problems"), tendon disorder ("tendon-related problems"), nervous system disorder ("neurological problems"), memory impairment ("memory disturbance"), muscle contractions involuntary ("fasciculations"), fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety"), premature menopause ("early menopause") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to eye disorder, muscle disorder, dysarthria, tendon disorder, nervous system disorder, memory impairment, muscle contractions involuntary, fatigue, depression, anxiety, premature menopause, urinary tract disorder or medical device removal. The reporter commented: period of occurrence: 2008-2025. Patient's current status: essential removal of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.